Event description:
Boston scientific received information that the patient with this device and non-bsc right atrial (ra) lead was presented with symptoms of chest pain. Device system interrogation observed ra lead noise, inhibiting pacing for greater than two seconds. The noise was reproduceable with isometric exercises. The device was reprogrammed atrial sense to 3.0mv to fixed sensed. The patient was to be monitored for further changes.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.